Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The tip could not be removed properly from impactor. The spring is defective at the end. Investigation of the returned product confirmed the complainant¿s findings that the tip adaptor could not be disassembled from the inserter handle. The design engineers disassembled the instrument and found that the spring had become deformed and thus not allowing full travel of the release button which in turn prevented the tip adaptor from being released. A design review, dra-004007, was conducted in february / march 2015 to ascertain if any present risks could be reduced without introducing new ones. The conclusion was that there is no design improvements suggested that would definitely reduce the risks associated with these complaints without potentially increasing / adding other risks. The complaint was found to be justified. The root cause was undetermined insufficient information the product will be retained in a secure storage area in (B)(4). No corrective action is required. Post market surveillance is per sep-419.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip could not be removed properly from impactor. The spring is defective at the end.